Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: about (B)(6) ago, the keypad peeled and she taped it on and continued to use the pump. Starting about 1 week ago buttons had to be pressed a little harder, then had to be pressed even harder, then had issues with scrolling. She reports being unable to bolus via pump cause up arrow would keep scrolling up. She continued using pump for basal rate only and bolused via injections. She said button issue is with up and down arrows and ok button and the damage existing prior to tactile change. Patient reportedly never gets pump wet, and has not noticed any moisture/fog/or corrosion. She said that since she was unable to use pump to calculate boluses she started having elevated blood glucose levels (bg) and does not think she calculated them as accurately on her own. Reportedly her bg at bedtime was elevated at 300 mg/dl, and she woke up to void often throughout night. She reports her bg was 585 mg/dl in am, presently at 380 mg/dl. Her bg has been elevated for about 14 hours now. She also reported that overnight, since no buttons were pressed, she received auto off alarm, she is unsure what time that occurred, she said she was unable to get buttons to respond to prime pump, therefore took battery out of pump and came off pump. Customer technical support (cts) reminded patient insulin flow stops with that alarm so need to be mindful basal rate stopped at that point. Cts reminded her that the pump is no longer waterproof due to the keypad damage. She is reportedly voiding often and is dehydrated. She does not check for ketones. She inquired how long with a high bg before goes into diabetic ketoacidosis and cts instructed her every patient is different and to seek emergent help if needed. Patient said she is at work and feels ok, is monitoring bg closely. She has contacted her health care provider for a back-up plan. Cts advised her to make hcp aware the length of time her bg has been elevated and to seek medical advice. This complaint is being reported due to the allegation that a patient on pump therapy developed hyperglycemia. Use error cannot be discounted as a contributing factor. The patient knowingly used a damaged pump and admits that her manual calculations of carbohydrates may not be accurate.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Use error cannot be discounted as a contributing factor, as the patient knowingly used a damaged pump animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history showed multiple auto off alarms. A review of the black box showed a reboot at 11:06pm on (B)(4) 2007 followed by a manual time set to 10:00pm on (B)(4) 2007. The dates in the total daily dose history are incongruent due to multiple instances of the date changing to default. Investigation revealed that the keypad had peeled off the pump and all button contacts were missing. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The keypad flex was found to be damaged. Evaluation revealed that all keypad buttons are unresponsive. Additional testing could not be completed due to unresponsive keypad buttons. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.